Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of noise reversion and high ventricular rate due to noise on the right ventricular lead. It was noted that the noise had been occurring since (B)(6) 2015. No patient symptoms were noted as a result of noise. The lead was fractured. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was stable post procedure.